Event description:
Holders coming unlocked during venipuncture causing needles to spin out and remain in pt's arm. Majority of these holders were rec'd in unlocked position, and users needed to lock before use. No injuries reported.